Event description:
The reporter claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The subject pump was tested and it was noted that the testing confirmed intermittent/slow responses to button presses on the keypad for all buttons. The contrast button was not responding to button presses. Product analysis removed keypad cover to check condition of the button contacts and noticed contamination was present under the contacts of all buttons. Also observed that the button contact on the contrast button was misaligned.